Manufacturer narrative:
Concomitant medical products: product ID 977d260 lot# serial# (B)(4) implanted: explanted: product type screening device product ID 977d260 lot# serial# (B)(4) implanted: explanted: product type screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 17-feb-2025, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 25-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that¿on (B)(6) 2021 the pa did a lead pull on a trial patient (pt). The pa noticed a discharge and suspected an infection. The pt went to the ER for possible infection. The pt complained of leg weakness but mdt rep said the pt has had previous leg weakness. Mdt rep reports he does not know the outcome because the pt left the hospital. Additional information received from the manufacturer representative reported that the cause of the discharge was not determined.